Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy on the right ventricular (rv) lead. There was oversensing, high undefined impedance and possible fracture. The lead was capped and replaced. It was also reported anti-tachycardia pacing and shock therapies will be delivered due to charge circuit inactive on the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.